Event description:
A customer reported that their pump experienced a malfunction. The customer was able to restart the device successfully. There was no adverse impact to the customer¿s blood glucose level.